Manufacturer narrative:
Device not evaluated. Customer cancelled visit by ge service rep. A f/u report will be filed when additional details become available.

Event description:
It was reported that the system 9800's monitor goes gray when c-arm is tilted more than 15 degrees. There was no adverse pt involvement reported. There was no pt information reported.